Manufacturer narrative:
The lead was discarded following the procedure and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that this lead was explanted.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that unexpected pacing markers were observed on the right atrial (ra) channel of this patient's device during manual threshold testing but not during automatic capture tests. Boston scientific technical services (ts) discussed differences in how the device collected measurements between the tests and provided suggestions for additional investigation. Information was later received indicating the issue was determined to be the result of right ventricular (rv) lead dislodgement interfering with the ra signal. The physician plans to perform a revision procedure to address the rv lead. No adverse patient effects were reported.